Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula and kits, it was reported that after intubation was installed, the tube was taken over one after another. After removing the hemostatic valve, it was found that the main tube was cracked and leaking blood. See attached photo. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: the device was replaced to complete the procedure. Medtronic received additional information that the leak was from the cannula. The cannula was neither heated or cooled prior to use. The damage was not in the location of the sutures. The patient lost 30ml of blood as a result of this leak. A transfusion was not necessary as a result of the leak. The customer immediately clamped the cannula right after the leak. It was stated that the leakage flew over the surgical gown. Correction b5: medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula, it was reported that after intubation was installed, the tube was taken over one after another. Correction h6 (patient codes (ime/annex e)) <(>&<)> h6.1 (device codes (fdd/annex a)): these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.